Manufacturer narrative:
(B)(4). Date of event: publication year of 2020. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: the clinical application of mental nerve dissection in transoral endoscopic thyroidectomy via an oral vestibular approach. Authors: xiaowei peng, zan li, hui li, wen peng, xiao zhou, dajiang song, bo zhou, chunliu lv. Citation: surgical endoscopy. 2020; 34: 153¿158. Doi: https://doi.org/10.1007/s00464-019-06743-9. Transoral endoscopic thyroidectomy vestibular approach is the natural orifice surgery to avoid surgical scars. However, mental nerve injury is a characteristic complication. Herein, the authors reported the development of a novel method to dissect the mental nerve proactively during surgery to minimize the morbidity from mental nerve injury. In this study, a total of 105 patients from june 2016 to february 2018 were categorized as the mental nerve dissection group (mnd; 69 patients; 6 male and 63 female patients; age range: 11 to 56 years old) or not mental nerve dissection group (nmnd; 36 patients; 3 male and 33 female patients; age range: 16 to 51 years old). During the procedure in the mnd group, the working space was created down to the sterna notch with the lateral border at the sternocleidomastoid muscles. The anterior neck skin was lifted with four vicryl plus 4-0 sutures (ethicon) and fixed to an arc shaped omnidirectional fixed device or an l-shaped pole above the patient¿s neck. During the thyroidectomy procedure in both groups, an incision was made at the linea alba cervicalis with the harmonic scalpel (ethicon). The strap muscles were retracted laterally with prolene wires (ethicon) fixed to the omnidirectional fixed device. The pyramidal lobe was divided, and the isthmus is transected with a harmonic scalpel (ethicon) after dissection of the thyroid gland from the trachea. Part of sternothyroid muscle was transected, the upper pole of the thyroid was exposed, and the superior thyroid artery and vein were then severed. The upper pole can be dislocated completely. The medial thyroid vein was also severed with the harmonic scalpel (ethicon). During closure in both groups, a slender drainage tube made from a syringe pump infusion line was placed in the bed of the thyroid gland to drain blood and fluid, followed by excluding gas and a vicryl plus 5-0 suture (ethicon) for closing the oral mucosa incisions. In the mnd group, reported complications included transient rln palsy (n-2), permanent rln palsy (n-1), transient hypocalcemia (n-1), infection (n-1), and seroma (n-2). In the nmnd group, reported complications included transient rln palsy (n-1), permanent rln palsy (n-1), transient hypocalcemia (n-1), seroma (n-1), mental nerve injury (n-3). The modified endoscopic thyroidectomy involving dissection of the mental nerve via an oral vestibular approach is safe and feasible. It is beneficial to protect the mental nerve and facilitate specimen removal and is worth clinical promotion.